Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the distal end stent strut was stretched out over the distal markerband. This type of damage is consistent with the stent strut getting caught on a restriction during withdrawal. No other damage was identified along the crimped stent. The ro markerbands and the tip profile were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No kinks or damage were noticed along the shaft polymer extrusion profile of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and non-calcified left circumflex artery (lcx). A 16 x 2.25mm promus premier¿ stent was advanced to the target lesion; however, it was noted on the cine angiography that the shape of the mounted stent was different than usual. The device was removed and the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patients status was good.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and non-calcified left circumflex artery (lcx). A 16 x 2.25mm promus premier¿ stent was advanced to the target lesion; however, it was noted on the cine angiography that the shape of the mounted stent was different than usual. The device was removed and the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patients status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).